Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had not worked in several years. The patient stated that about a year after they were implanted on (B)(6) 2011, the device stopped working and it wouldn¿t charge anymore, so they just gave up on it. It was noted that the patient received a recharging waist belt with their replacement ins. The patient was to follow up with their healthcare provider (hcp) to review MRI compatibility guidelines. No patient symptoms were reported and there were no further complications. Indications for use are spinal pain and post lumbar laminectomy syndrome.